Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another device. There were no patient complications as a result of this event.